Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe with bd luer-lok¿ tip contained foreign matter described as droplets. No serious injury or medical intervention was reported.

Manufacturer narrative:
Nine samples were received for evaluation. The samples had some visible silicone inside them, none was excessive or rejectable. Spectral analysis confirms the substance is silicone. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel, however, some silicone may not be perfectly distributed. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. No related defects or quality notifications were recorded in the device history record review. Silicone weight testing results during the production of batch 7143796 were acceptable and within specification. No other related issues were noted in the DHR.

Event description:
It was reported that bd syringe with bd luer-lok tip contained foreign matter described as droplets. No serious injury or medical intervention was reported.